Manufacturer narrative:
(B)(4) film evaluation results are: review of CT¿s 16+ years post-implant confirmed that the aneurx bifurcate had migrated into the sac; currently positioned ~2cm below the renals. The CT¿s were non-contrast, therefore measurements were approximate, and any endoleak <(>&<)> stent graft patency could not be assessed. The proximal neck diameter was 31mm, and the infrarenal neck was angulated 90 deg l-r relative to the iliac limbs. The max diameter aaa measured 4cm within the distal sac, and both iliac arteries were aneurysmal. The right common iliac artery max diameter measured 5.4cm and the left common iliac artery max diameter was 4.5cm. The bifurcate ipsi limb was floating within the right iliac and was acutely angulated 90 deg laterally to the aortic body. The contra limb was positioned within the proximal portion of the left common iliac artery. No other obvious issues were observed. The cause of the stent graft migration and loss of bilateral distal seals at the limbs could not be determined from the films provided. Any possible endoleak could not be assessed from the non-contrast films. The anatomy at implant and earlier post-implant films were not available for review and comparison. It is possible that disease progress with neck and iliac artery vessel dilatation and aneurysm morphology changes may have contributed to the events. Films post-intervention were not available for review.

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that a non-contrast CT scan showed that the bifurcate had migrated approximately 1.5 cm below the renal arteries. The current proximal aortic neck diameter is 31 mm in diameter and angle measured approximately 90 degrees. The common iliac arteries appeared to have enlarged, and there was loss of seal between the limbs and the vessel wall. The physician was unable to determine if there was an endoleak present because the CT scan done was non-contrast. Per the physician, the cause of the events was due to lack of distal extension to the hypogastric artery and dilatation of the aorta. A 36 aortic cuff was placed just below right renal artery and 6 endoanchors were placed proximally along with 2 endoanchors placed near bottom of the aortic cuff, into the cuff and into the old aneurx. Also the left hypogastric artery was coiled and an endurant 16x10x156 was placed into left aneurx limb with about 5cms overlap and extended into left external artery about 3 cms for distal seal. Post angiogram showed no endoleaks. The patient reportedly did fine and was stable with no complications. No additional clinical sequelae were reported and the patient is fine.